Event description:
A hemodialysis user facility has reported that a blood leak occurred when initiating the pt's treatment. The leak was verified by hemostick test strips testing positive for blood. The ebl was 200cc's with no reported pt ill effect. There is no sample available for eval.

Manufacturer narrative:
(B)(4).